Event description:
It was reported that the patient had leads implanted in the subthalamic nucleus approximately (B)(6) ago, and that the patient was hospitalized for brain bleeding in the left hemisphere. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR report #3007566237-2011-07531 regarding the other lead. See MFR report numbers 3004209178-2011-07528 and 3004209178-2011-07529 regarding subsequent implantable neurostimulator issues.

Event description:
Additional information indicates the information regarding the brain bleeding pertains to MFR report #3007566237-2011-07531. The remaining information regarding the short circuit pertains to MFR report #3004209178-2011-07529. No further information will be reported in this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implanted side was doing well. There should not be any issues because of a short circuit. Programming had been minimal because of the issues the patient had had.